Event description:
Report 6 of 9. On 01 december 2021, a customer complained to ortho care about what was described as discordant negative antibody identification results for three pregnant patients receiving rhogam using 0.8% resolve panel a lot vra394 in conjunction with their ortho vision ID-mts analyser and in manual technique. Date of events: (B)(6) 2021. Complainant/complaint reporter: (B)(6)¿ medical technologist. Reported on 01 december 2021 by (B)(6) to ortho care help desk. Reagents: 0.8% resolve panel a (product code 6902317; lot vra394; expiry 28 dec 2021; manufactured 26 oct 2020). Patient information: multiple (3) pregnant patients receiving rhogam. The customer reported that, (B)(6) 2021, they had tested multiple (3) patient samples for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a lot vra394 in conjunction with their ortho vision-ID mts analyser and in manual technique, and that they had obtained discrepant negative results with cell 4 of the red cell reagent. The customer was expecting positive reactions with cell 4 being d(rh1) antigen positive. The customer reported that on the same day, they retested the same patient samples using a fresh set of the same red cell reagent using the same reagents & analyser, and an increased incubation time, and that they had still obtained discrepant negative results with cell 4 of the red cell reagent. No further details are available. The customer reported that no biased results were reported to a physician. The customer reported that the patients were not harmed as a result of the reported events.

Manufacturer narrative:
Mxp 2399863. Qerts# 500487. Email address for contact office above is: (B)(6). Discordant negative antibody identification results for three patients having known anti-d(rh1) antibody. (Vision# 50002852) . The assignable cause associated with this failure mode is due to a weaker expression of the d antigen for donor 236903 (cell# 4). This donor has been permanently deferred from future use. No biased results were reported to a physician. The patients were not harmed.